Event description:
The physician was attempting to use a scuba co-cr stent peripheral bare metal stent. No abnormality noted during preparation and inspection of the scuba device prior to use. No abnormality noted with the guide catheter prior to use. No negative or positive pressure applied to the catheter prior to attempted delivery of the stent. No resistance noted between the scuba device and other devices during attempted delivery to lesion. During the surgery, the physician inflated the balloon and noted that the stent was not present, the physician found the stent in guiding catheter with dsa. The physician used other brand of product to complete the surgery. No patient injury was reported for this event. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba billary)

Manufacturer narrative:
Evaluation, results: root cause of the issue is undetermined. Conclusion: root cause of the issue is undetermined; conclusion not yet available: evaluation in progress. (B)(4).

Event description:
Evaluation summary: the stent was displaced onto the shaft. The balloon was inflated. Tiny traces of dried radio opaque solution were detected on the inflation line and in the balloon. The od of the stent was measured and found to be within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.